Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, biomed contacted intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that error #307 occurred at universal surgical manipulator (usm) #1 during procedure. After restarting (with patient side manipulator (psm) emergency power off (epo)) system, error #319 occurred pointing to usm1 node180. Tse explained to him that you can use the system after disabling arm at usm1. The procedure was converted to laparoscopic surgery with no reported injury. Isi followed up and obtained additional information. The procedure was performed on 2025/04/9. The conversion did not result in increasing port size incision or adding additional ports. Patient tolerated the change. There was no patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was tested on an in-house system and triggered error 319. The usm was also tested on the patient fixture platform test (pfpt) and fiber test along with check all boards. A gold rolling loop was installed and the unit passed. The original was returned and the usm failed. Upon further investigation, there was no fluid intrusion or physical damage. Log shows errors 319. The probable root cause is due to an issue with the rolling loop fiber.